Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx xpedient bifurcated stent graft was inserted for use in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the iliac arteries were very tight but not frail. The pt was reported to be a poor candidate for open surgical aneurysm repair. It was reported that the dilator required a lot of pressure to insert it into the aneurysm, and the physicians repeatedly attempted to insert the stent graft. The iliac artery was torn, and the artery was repaired with an albumin patch. The physician unsuccessfully attempted to access the aneurysm from the other side with a smaller dilator. The procedure was aborted, and the pt remains untreated.